Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ syringe with needle was blocked and couldn't be used. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse checked the 20ml syringe during intravenous dispensing and found that the needle was clogged and could not be used. Replaced with a new syringe."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1905281 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no signs of defect were observed. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd¿ syringe with needle was blocked and couldn't be used. The following information was provided by the initial reporter, translated from chinese to english: "the nurse checked the 20ml syringe during intravenous dispensing and found that the needle was clogged and could not be used. Replaced with a new syringe.".